Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
On 10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on 08/31/2018. A us distributor reported that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was in the hospital at the time of the event, and that resuscitation efforts were made on the patient. The patient experienced a vt arrhythmia on (B)(6) 2018 at 07:14:59 with response button use until 07:15:47. The arrhythmia was not long enough to be treated by the lifevest. The patient experienced a second vt arrhythmia at 07:24:30 with motion artifact until 07:25:17. The arrhythmia was not long enough to be treated by the lifevest. The patient experienced a third vt arrhythmia from 07:25:51 until 07:26:37 with response button use. It is unknown who was pressing the response buttons. The response buttons prevented the patient from receiving a treatment shock. The patient went into bradycardia at 50 bpm with CPR artifact. The device was removed while the patient was in a non-treatable, life-sustaining rhythm. The patient was under medical professional care at the time of the event.